Manufacturer narrative:
The device has been received and is pending evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail is broken. No patient adverse event was reported.

Event description:
No additional information provided.

Manufacturer narrative:
Visual inspection of the nail confirmed the reported issue of a broken nail. Broken nails are a known issue and can occur when the implanted nail is subjected to undue stress due to the patient¿s activities. A device history review (DHR) was performed on lot number 8082301aaa and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment. Complaint has no change orders (co) or capas.